Event description:
A surgeon submitted patient data for an outcome analysis following lasik surgery. During a review of that data, this patient was found to have experienced a decrease in bcva in the left eye. At one-month post-op the surgeon performed a flap lift and at 3-months post-op the patient's bcva had decreased 3 lines. At the 6-month post-op exam, the patient's bcva improved within 2 lines of pre-op bcva.